Event description:
I use a dreamstation CPAP machine, the morning of (B)(6) 2019. I woke up with a very sore, dry throat. I felt like I had inhaled a lot of smoke. There were black particles or some dusty soot visible on my pillowcase, the CPAP tubing, face mask and the filters were black. I called my supply company and the rep said she had not heard of this happening before. I was to go to their store to pick up new supplies. Two days later my symptoms were much worse. I had a very sore throat, deep chest cough, fever, and headache. Day 2 my symptoms were even more severe and the third day my fever spiked to around 102 degrees. I went to urgent care, had an xray taken and was told I had pneumonia. I was prescribed medication and sent home. A couple of days later I felt better. I was to follow up with another xray with my pcp in a week. I contacted my sleep apnea doctor's office regarding the incident and was told by the person who answered the phone to immediately stop using the CPAP machine. She arranged for me to get a replacement machine. I kept the defective machine and still have it. FDA safety report ID # (B)(4).